Event description:
Clinical study. It was reported that 120 days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated was a 2.60mm, 60% stenosed, 11mm long portion of the left main coronary artery (lmca). The physician treated the lesion with predilatation by a 3.0x20mm balloon catheter. The physician attempted to implant a taxus stent of unk size, but the stent was not able to cross to the lesion. So the physician changed it to a 2.5x16mm taxus express2 study stent. The lesion was post-dilated by the same balloons as pre-dilatation's balloon at maximum 16atm. Post-cag (coronary angiography) was performed, however, post-ivus was not performed. The physician also implanted a non bsc stent of unk size, in the proximal left anterior descending artery and left circumflex. The taxus stent and the non bsc stent were implanted without overlapping. The procedure was completed with no complications reported. The pt discharged from the hospital 7 days later. At 68 days after the index procedure, the pt also suffered from temporary bradycardia (sinus arrest) and respiratory discomfort (without evidence of congestive lung on chest x-ray). At 82 days after the index procedure, the pt was hospitalized for a bronchial infection. At 92 days after the index procedure, the pt was hospitalized and was suffering from respiratory discomfort (suspected interstitial pneumonia). The pt's condition changed suddenly and he developed ventricular tachycardia and ventricular fibrillation. At 120 days after the index procedure, the pt expired. In the opinion of the physician the relationship of the death to the taxus stent is unk at the present time.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was used as per directions for use (dfu) for taxus express2. A review of the mfg documentation could not be performed as the batch number is unk. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.